Event description:
Event description guidant/crm received information that due to insulation damage of the is-1 rate sense terminal the patient's device was oversensing. The is-1 terminal pin was capped and reinsulated. The high voltage portion remains active and a new rate sensing lead was added to the system.